Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18469. The pt has 2 ipgs implanted. It is unk which ipg is associated with the reported issue, therefore, both are being reported. It was reported the pt's ipg has moved and the pt is experiencing pain and discomfort at the ipg site. The pt is to consult with her physician as the next course of action.